Event description:
It was reported that a hardware removal was required due to infection of the tibia. A (B)(6) year old male patient underwent revision on (B)(6) 2015 to remove all hardware due to late onset infection; however, the fracture heals without complication. There was no delay in the procedure and all hardware was removed: tibial nail and three locking screws. It was reported that the procedure was successfully completed. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials: (B)(6). Event date: unknown. Implant date unknown/not reported. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records was conducted. The report indicates that the DHR review was performed for: part number: 04.004.452s, synthes lot number: 6621233, review location: monument, manufacture dates: 03/18/2011, part expiration date: 02/28/2020, the review of the DHR showed that there were no issues or nonconformances during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.